Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (500mcg/ml, 100mcg/day) in an implantable pump for an unknown indication for use. The patient had a history of tetraplegia. It was reported the pump was overturning, which began on (B)(6) 2009. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. The actions/interventions taken to resolve the issue was reported as surgical intervention. There were no patient symptoms reported. The pump remained in service. The status of the patient was stated to be alive and with no injury. The event was considered resolved as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.